Manufacturer narrative:
At this time, the lead remains in service. Additional information was requested; however, no information was available. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) pace/sense lead and a non-boston scientific implantable cardioverter defibrillator (ICD) exhibited a lead safety switch due to high impedance measurements of greater than 3000 ohms. A lead malfunction was suspected. The device was programmed in unipolar configuration with high threshold measurements and high outputs. Pacing was being inhibited and the patient had chronic atrial fibrillation (af). The device was reprogrammed and the rv threshold measurements were stable. No additional adverse patient effects were reported. The lead remains in service.